Event description:
The customer reported several false positive troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for three patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. This is report two of two referencing the two patients on the event date noted. Initial results, within the risk stratification, were obtained for both patients. Subsequent analyses of the samples, on an alternate unicel dxc 600i system, recovered lower results for both patients and within the normal reference range. The patients¿ original results were not released from the laboratory. There was no patient injury or change in patient treatment associated with this event. The patients¿ samples were collected in lithium heparin vacutainer plasma tubes and centrifuged at 3,400 rpm (rotations per minute) for ten minutes, at room temperature. The customer stated quality control (qc) and calibration were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the precision valve had condensation inside and cleaned and reseated the valve. The fse replaced the belt and o-ring seal on the precision pump and cleaned the wash valve. The fse performed a successful high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00805.